Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported event of the ECG (electrocardiogram) port not functioning; programmer passed functional and bench testing. After further investigation, found one solder joint of the ECG connector on the lem board is cracked. Analysis also found the system fan is noisy.

Event description:
It was reported the ECG (electrocardiogram) port is not functioning. ECG cable was replaced which did not resolve this issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.